Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that they had a no delivery alarm. They changed the site 2 to 3 times but they still got a no delivery. The customer¿s blood glucose level was 180 mg/dl. They had been treating with shots. Troubleshooting was performed. They were assisted in performing a 5.0 unit fixed prime. They stated the insulin did not exit. They were advised to remove the reservoir from the insulin pump and rewind. They were advised to remain disconnected and push insulin slowly through the tubing. They reported insulin exited, but there was greater than normal resistance when attempting plunger push. They ran a manual prime and the insulin pump alarmed a no delivery. They assembled a new infusion and reservoir set. They performed another manual prime and the no delivery alarm recurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.